Event description:
During manufacturer review of a patient's vns programming history, it was noted that a systems diagnostics test faulted on (B)(6) 2008. The settings were corrected, but the off time remained at 60 minutes. It was not until (B)(6) 2010 that the off time was programmed to 5 minutes.

Manufacturer narrative:
Analysis of programming history.